Manufacturer narrative:
Device product code: ni, but could possibly be kwp, kwq, mnh, mni, or nkb. UDI number: na. It was reported that the screw was installed in 2009. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00924.

Event description:
It was reported that a patient experienced displaced screws post-operatively and was in pain. A revision surgery was performed to remove the screws. The patient reported to be doing well after the revision. This is report one of two for this event.

Manufacturer narrative:
Additional information: results and conclusions - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that a patient experienced displaced screws post-operatively and was in pain. A revision surgery was performed to remove the screws. The patient reported to be doing well after the revision. This is report one of two for this event.